Manufacturer narrative:
As received the device was at eri. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics except for device being at eri level post explant due to exposure to cold temperatures and normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.

Event description:
New information states that the pacemaker was removed due to atrial lead noise. Patient remained stable with no complications.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that pacemaker was explanted and replaced due to unspecified issue. The patient was stable.